Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation is currently underway. A supplemental report will be submitted when the investigation has been completed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during positioning and navigating the coil in the microcatheter during a cerebral aneurysm embolization procedure, there was a presence of a filament wire parallel to the pusher, and the coil detached. The coil was removed and replace with another coil. There was no reported patient injury, and the patient was reported to be doing great.

Event description:
Additional information reported that there was a "2nd thread / filament" parallel, as if it had been unraveled, and the coil was still attached to the pusher when completely removed from the patient.

Manufacturer narrative:
Additional information reported in b5: additional information reported that there was a "2nd thread / filament" parallel, as if it had been unraveled, and the coil was still attached to the pusher when completely removed from the patient. The reported complaint is confirmed. The investigation of the returned coil system found the pusher with lead wire separation and the implant stretched, damaged, and separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.